Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation of the complained protection sleeve shows that the outside diameter is too big. The present protection sleeve was checked for conformance to print specifications. No abnormal findings through out the manufacturing process were identified. Since 2007 till the actual date: 7046 pieces were manufactured. By the lot in question: 1829685, 30 pieces manufactured on march the 20th 2008, no further complaints are known. Statement of the manufacturing site regarding improvement, for the reason of an accurate documentation, we have implemented a non conformance 3182157 report in (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly during the checking of the device on (B)(6) 2012 the protection sleeve length was not in the drawing size parameters. The sleeve was measured at 12mm and the drawing size was 11.98mm. There is no further information available. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.